Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy. While trying to fire the device for the first time, the surgeon clamped the tissue, pressed the green firing button, but could not squeeze the handle and could not fire the device. They tried reconnecting the same reload however it still did not work. The case was completed using a new cartridge. Patient status is alive, no injury.